Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-03034. Investigation is underway.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr, the balloon of the commander delivery system ruptured during valve deployment. The device was prepped as usual without problem. Balloon valvuloplasty was skipped and the sapien 3 valve (s3) was directly deployed. The st junction was a bit narrow but valvular calcification was not so severe. The 29 mm s3 valve was inflated with 1ml additional contrast than nominal volume. The balloon ruptured two to three seconds after full-inflation. The hemodynamics were stable and no paravalvular leak was observed; therefore no additional intervention was required. The device was retrieved carefully. Lower extremity angiography showed no vessel injury. The procedure was completed without any health consequences. After device removal, visual examination found that the balloon tore at the middle of balloon but partially connected. The physician mentioned that he felt more resistance than usual on pulling the balloon catheter during valve alignment.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was returned fully inserted through the loader assembly with a slight kink on balloon shaft due to packaging and 3 way stopcock connected to the y-connector. The delivery system was visually inspected and the following was observed radial tear of the inflation balloon (partially on working length, partially on tapered length) confirmed, the balloon does not appear to be missing any parts, the spring is slightly stretched out and the nose tip assembly wings are flared out. An image was provided by the complaint site, showing the condition of the device following the procedure. The inflation balloon appears radially torn. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements at different locations along radial tear (along working length portions) were taken with a digital blade micrometer. A single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the component. The measurements that were taken met the single wall thickness specification. No instructions for use (IFU) or training manual deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon - burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis of these types of ruptures indicates that they are typically caused by interaction with calcium on the native aortic valve and/or annulus. The complaint information states that there was mild annular calcification. Additionally 1ml contrast was added to the nominal volume, which could have contributed to overexpansion of the balloon during deployment and subsequent balloon burst. The root cause is likely attributed to patient factors (calcification) and procedural factors (balloon over-inflation). No abnormalities were observed in the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) and procedural factors (balloon over-inflation) may have contributed to the event. Since the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required.